Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). (B)(4). A supplemental-medwatch will be submitted when additional information becomes available.

Event description:
It was complained that during priming/setup of the hl20 it has been detected that occlusion rollers mechanism on one pump head is not working properly. One of the rollers push more than the other and it causes more occlusion at one side in the roller pump. (B)(4).

Manufacturer narrative:
The issue has been reevaluated. As per the IFU, the occlusion has to be readjusted before each use. Therefore occlusion problems will be detected prior to use.

Event description:
(B)(4).